Manufacturer narrative:
A new gear rack has been installed on the lift.

Event description:
It was reported to hill-rom that the legs of a lift would not open or close. The gear rack was broken. No patient impact.